Event description:
Caller reported result of 8.3 inr on the coagucheck xs system (result is outside the numeric range of 0.8 and 8.0 inr of the device). No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.